Manufacturer narrative:
(B)(4). The device was received with skiving of the heat shrink (shaft cover) material not all present. In addition, the shaft of the device was bent. The device was connected to the generator and it was recognized. Due to the condition of the device not all functional testing could be performed with the generator. The bent shaft is not related to the reported event and it is likely to have occurred during transfer. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy procedure, the device was pulled out of the 5mm trocar while still articulated. A portion of the black rubber coating was shaved off and was later removed from the patient's abdomen. There were no patient consequences. Case completed with an enseal trio.